Event description:
Revision surgery - due to the cup having migrated superiorly.

Manufacturer narrative:
Corrected data: was reported as cup migrated on the initial MDR; should be cuff migrated. Manufacturer narrative: the reason for this revision surgery was the cuff migrated superiorly. The length of in vivo service was 3.7 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the migration. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the cuff migrating superiorly.